Manufacturer narrative:
Additional information: additional event details added to the event description, "...the hcp's assessment of the patient's foot was identified on (B)(6) 2018 and an ultrasound was performed, resulting in 50-90% occlusion of the target lesion. The patient's 3rd and 4th toe's on the target limb were amputated and a target limb revascularization was performed as well. The patient was diagnosed was osteomyelitis, an additional duplex ultrasound, resulting in 50-90% occlusion of the target lesion. A month later, wet gangrene and an additional target limb amputation was performed on (B)(6) 2018." Additional patient code added, 1971. Additional information was know to the manufacturer date 07/24/2018 was added. Conclusion state the following was added, "...the patient underwent an amputation of the target limb due to wet gangrene." Corrected information: the eval codes + desc were changed to align with FDA guidance of new codes to be used for the evaluation, methods, and conclusion. The following evaluation codes were changed "3263, 3317" to "4115, 3331, 4110" the following code was changed from "92" to "4310" the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed there are no similar complaints associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed that the worsening foot ulcer was possibly related to the study device and the procedure. The patient underwent an amputation of the target limb due to wet gangrene. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, which has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right mid and distal superficial femoral artery (sfa). The patient presented to the hospital with a foot wound in (B)(6) 2016. During this hospitalization, the patient's wound was debrided and the patient's index procedure was completed. One month later, on (B)(6) 2016, the patient's fifth metatarsal was amputated. Approximately 5 months after the index procedure, a duplex ultrasound was completed, on (B)(6) 2017, resulting in 50-90% occlusion of the target lesion. Three months later, on (B)(6) 2017, the patient had signs of a worsening foot ulcer on the target limb. The patient went to the hospital for treatment and their foot ulcer was debrided. The investigator assessed that the foot ulcer was possibly related to the study device and the procedure. The hcp's assessment of the patient's foot was identified on (B)(6) 2018 and an ultrasound was performed, resulting in 50-90% occlusion of the target lesion. The patient's 3rd and 4th toe's on the target limb were amputated and a target limb revascularization was performed as well. The patient was diagnosed was osteomyelitis, an additional duplex ultrasound, resulting in 50-90% occlusion of the target lesion. A month later, wet gangrene and an additional target limb amputation was performed on (B)(6) 2018. The samples were discarded by the user facility and are not available for evaluation. No additional adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2017-00192.

Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed there are no similar complaints associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed that the worsening foot ulcer was possibly related to the study device and the procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, which has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right mid and distal superficial femoral artery (sfa). The patient presented to the hospital with a foot wound in (B)(6) 2016. During this hospitalization, the patient's wound was debrided and the patient's index procedure was completed. One month later, on (B)(6) 2016, the patient's fifth metatarsal was amputated. Approximately 5 months after the index procedure, a duplex ultrasound was completed, on (B)(6) 2017, resulting in 50-90% occlusion of the target lesion. Three months later, on (B)(6) 2017, the patient had signs of a worsening foot ulcer on the target limb. The patient went to the hospital for treatment and their foot ulcer was debrided. The investigator assessed that the foot ulcer was possibly related to the study device and the procedure. The samples were discarded by the user facility and are not available for evaluation. No additional adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2017-00192.